Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. A type iiia endoleak was suspected as originating from the overlap between the ctag ac device and a non-gore zenith stent graft. Per IFU, only designated stent grafts that have been confirmed to be safe and effective may be used when implanted in combination with the conformable gore® tag® thoracic stent graft for the treatment of thoracoabdominal aortic aneurysms and pararenal aortic aneurysms in patients who meet the anatomical requirements. Therefore, a use-related issue has been identified in relation to the reported endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, the patient underwent emergency endovascular treatment for acute aortic dissection and thoracic aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system. Ctagac was deployed in the distal descending thoracic aorta, and a non-gore stent graft (zenith) was placed proximally. The procedure was completed without issues. On (B)(6) 2026, emergency tevar was performed due to impending rupture associated with an endoleak. A type iiia endoleak originating from the overlap between the ctagac and the non-gore stent graft, or alternatively a type iiib endoleak attributable to the non-gore stent graft, was suspected. An additional stent graft was deployed at the overlap site, and the procedure was completed.